Event description:
Philips received a complaint by the customer on the v60 indicating that a 1007 "machine and proximal pressure sensors failed" alarm error occurred during normal use. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. Per good faith effort (gfe) response, the authorized service provider (asp) engineer confirmed that a 1007 "machine and proximal pressure sensors failed" alarm error occurred and found that the data acquisition (da) printed circuit board assembly (pcba) was faulty. The asp engineer also stated that the equipment department of the hospital replaced the da pcba to resolve the issue. The device passed the required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
E1: reporting institution name: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).